Manufacturer narrative:
A follow up report will be submitted as soon as news is received, however, no later then (B)(6) 2012.

Event description:
Today, thursday (B)(6) 2011, we were informed by our pump educator that she received a call from the doctor of a spirit combo pump customer. He said that his pt, female, around (B)(6), pregnant in the 7th month, was experiencing since yesterday morning abdominal pains. Her blood glucose levels were 240mg in the morning and reached till noon 340mg. She went to her gynecologist who, by performing an ultrasound, saw that the fetus heart rate was very low. He send her immediately to the general hospital of the city of (B)(6) where she was diagnosed with ketoacidosis and high levels of lactic acid. By that time her blood glucose reached 390mg. They took her in for a c-section, however the fetus was delivered dead. The pt after that was admitted to the emergency room in critical condition with high fever. Today they are keeping her still in emergency room to control her condition, which is better than yesterday, the fever is lower. She does not know about the baby yet. The doctor that monitored her in the hospital said that the miscarriage is due either to ketoacidosis or to the high levels of lactic acid. So he performed blood tests and is expecting the results. Also he said that he "checked" the pump and saw no fault. He added that perhaps the infusion set tenderlink 13/60 had something to do with the high blood glucose levels. The whole info is provided by the doctors and not by the pt herself or any member of her family. This is all the information we can provide now. We will keep you updated with the pt's condition.